Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed balloon channel leakage could not be determined, as no further event information was reported or is available. The event may be prevented by following the instructions for use which state: ¿regardless of the flexibility of the endoscope¿s insertion section, do not attempt to bend it with excessive force. Otherwise, patient injury may result¿. ¿do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water leakage from the channel, leaking balloon channel inside control body, scope body scratched, white spots/scratches, play when turning the angle lever, fluid invasion in device, and one echo signal missing. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera ii ultrasonic bronchofibervideoscope, the scope leaking from the scope air/water channel was noticed. Upon inspection and testing of the returned device, leaking from the scope balloon channel inside the control body was observed. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.